Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that all the tamper seals were intact, and no external damage was noted. An evaluation of the event history log was unable to be performed as the log was not accessible during evaluation. Functional testing of the device was unable to replicate the reported event. Due to malfunctioning "remote dose connector" issue when testing. The microprocessor unit board was replaced to address this issue. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device had an issue with the battery. There was no patient involvement reported.